Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with heavy tortuosity and heavy calcification. The 2.25 x 28 mm xience prime stent delivery system (sds) was advanced without issue and inflated to 8 atmospheres (atm); however, the balloon ruptured during the first inflation. During removal of the sds, resistance was noted with the stent. There was no stent damage noted. Post-dilatation was performed as the sds balloon ruptured during deployment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.